Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The nurse stated that the patient was not doing well four days after implant and could not give a full update but stated the impella was functioning well. The next day the impella pump was pulled back one centimeter by the medical doctor with echocardiogram. The patient was brought back to the operating room for a washout procedure. The chest remained open and impella placement and flows were noted to be good. Days later, the patient was successfully weaned from impella 5.5 support to p-2. The cardiothoracic surgery team subsequently explanted the device. During closure of the graft following direct aortic insertion, bleeding occurred and the graft became detached from the aorta. The patient¿s chest was opened in the intensive care unit (ICU), and life-saving measures were performed in an attempt to control the bleeding. These measures were unsuccessful, and the patient expired in the ICU.

Manufacturer narrative:
The following sections have been updated: b4, d4 model number, g3, g6, h11. The investigation for the removal, positioning issues has been completed. No product was returned and the logs were not available for review. Clinical details note that the pump was pulled back 1 cm by md on (B)(6) 2025. The cause of the device in the wrong position was not determined since insufficient clinical details were provided and product/logs were not returned. Clinical details note that after pump explant when sewing the graft closed, there was bleeding and the graft became detached from the aorta. Chest was opened in an attempt to control bleeding, but it was unsuccessful and the patient expired. The cause of the access site bleeding was not determined since insufficient clinical details were provided and product was not returned.